Manufacturer narrative:
Updated fields: b4, d9, e1, e2, e3 (initial reporter name), g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11 corrected fields: b5. A getinge field service engineer (fse) evaluated the unit and found that the drive valve group was faulty. After replacing the drive valve (0104-00-0031), the fault was resolved. All functional and safety test performed. It has been delivered to the customer. The following investigation was performed by (B)(6). The failure analysis and testing dept. Received part number 0104-00-0031 with a reported unit failure of the drive manifold. The fat performed a visual inspection and found the part to be in good condition. The fat installed the manifold in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev.

Event description:
It was reported by customer that cardiosave intra aortic balloon pump (iabp) alarm loop leaked. There was no patient harm reported.

Manufacturer narrative:
Due to character limitations in block e1: full event site address is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported by customer that during use cardiosave intra aortic balloon pump (iabp) alarm loop leaked. There was no patient involved.